Event description:
My (B)(6) granddaughter bumped her cheek, and although there was no cut, she wanted to put a bandage on it. I had some (B)(6) antibacterial bandages on hand, and she pulled one out of the box, opened the sealed bandage, and placed it on her cheek. She wore it for most of the day, and then removed it when she took her bath. Beneath the bandage was what looks like a serious chemical burn in the shape of a rectangle, clearly a reaction to the treated pad of the bandage. This morning, the following day after using the bandage, the area looks even worse. Small blisters have formed in the area. Her mother is attempting to contact her doctor to find out what treatment should be applied to the injury, and should hear back from the doctor today. However, it is clearly evident that the cause of the injury is the antibacterial pad on the bandages. The active ingredient listed on the box is (B)(4). These bandages should be removed from the market, and families should be made aware of the potential for harm from the use of these products.